Event description:
Stab room pt needed rewarming resuscitation therapy. When the ed staff connected the a/v 300 tubing to the level I fluid warmer and tried to run it, the tubing started to leak around the connector. Tubing was removed - obvious crack was noted through the plastic connector. A 2nd set was brought from the or and another setup initiated. That tubing also leaked at the connection site. Tubing was taken down and noted to have a crack at the same site in the plastic connector. At the same, time, dr was trying to insert the 18 gauge x 2 1/2" radiopaque fep catheter over 20 introducer needle into the pt's groin. This catheter is included in the vascular access tray with the a/v rewarming procedural kit. The catheter was difficult to insert because it kinked as he tried to advance it but he succeeded in getting it in. When he flushed it, however, the saline squirted out through a crack that was noted in the lumen of the plastic jelco. The catheter was removed and replaced with a different one. The 2 sets of tubing, the defective catheter, and the packaging were retrieved and sent for f/u. The staff at the facility was notified of these events. The lot number of the product involved is 200304a, expiration 2005-04. This pt's care was compromised due to these defective products. Rewarming was delayed for over an hr while tubings were changed and the central line catheter was replaced. Other invasive methods of rewarming were initiated that otherwise would not have been necessary. The pt was at increased risk because of the delay in their care and the need to do add'l invasive procedures. It is unclear to what degree these problems impacted the pt's final outcome.

Event description:
This single use device will not be returned for eval per risk mgmt at the user facility. Smiths medical does not know if an autopsy was performed co has not seen an autopsy report. The catheter in this procedure kit is mfg for smiths medical by b braun medical, marcon blvd, allentwon pennsylvania. In response to the co receiving the complaint of the catheter kinking, smiths sent braun a corrective action notice (cpar 2005-06-002). Braun's investigation included a batch review of that product which showed "...no abnormalities or non-conformances of this nature noted at in-process or at final inspection. A historical review of the product incident report database, dating back to 2000, revealed several other reports of this nature as part 7s3395 and no other reports of this nature for lot 60385106." Smiths' internal review of complaints against this product for kniking catheters showed nothing. In fact, this is the first complaint for kinking catheters. Smiths' investigation on the complaint of leaking from the connector of the fluid administration IV set from the procedure kit. The user alleged that there was an obvious crack at the connector site. Although without the actual disposal set being returned to smiths, co cannot confirm the report. A historic review of this lot of product shows that a change to the process was made in 10/2004 for leaking at the connector. The root cause was determined to be the heparin bonding process. Prior to the change, the female luer locks came into contact with the heparin and cracks had been known to occur. The process was changed so that after the heparin bonding is complete the connectors are replaced and 100% inspected. The product is again inspected after sterilization. This product has been observed since the change was put into place and smiths' has not seen the problem again.

Event description:
Smiths' investigation on the complaint of leaking from the connector of the fluid administration IV set from the procedure kit. The user alleges that there was an obvious crack at the connector site. Although without the actual disposal set being returned to smiths, co cannot confirm the report. A historic review of this lot of product shows that a change to the process was made in 10/04 for leaking at the connector. The root cause was determined to be the heparin bonding process. Prior to the change, the female luer locks came into contact with the heparin and cracks had been known to occur. The process was changed so that after the heparin bonding is complete the connectors are replaced and 100% inspected. The product is again inspected after sterilization. This product has been observed since the change was put into place and smiths' has not seen the problem again.